Event description:
It was reported that during an unknown procedure, the surgeon fired the device and the white cartridge housing fell into the patient while the silver backing remained in the device. The part was retrieved. It is also unknown how the procedure was completed. The patient lost a large quantity of blood. The amount was not specified. The patient was given several units of blood. The device will be returned for analysis.

Manufacturer narrative:
The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded without any difficulties and the pan did not detach during functional testing or unloading of the reload. Event description could not be confirmed as the reload was not returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.